Event description:
Customer reported leaking of set was noticed from a crack in the accuslide. There was no pt harm. No additional info was available.

Manufacturer narrative:
(B)(4). Product evaluated and customer's report of set leaked from a crack at the accuslide was confirmed. The set was visually inspected and crack lines were visible on the top base of the accuslide subassembly. The root cause was determined to be a supplier issue during the molding process. Review of the lot history record did not identify any quality issues noted during production build of this model.